Event description:
Stryker suction irrigator was being primed and the fluid in the tubing turned brown. The irrigator began to smoke where the batteries are located. The irrigator was immediately removed and replaced. It never reached the patient.